Event description:
(B)(4).as reported to coloplast, a patient experienced infection.

Manufacturer narrative:
The device was not received for evaluation; however, because any such examination may not conclusively confirm or disprove the report of infection, coloplast accepts the physician's observations of such as the reason for surgical intervention.